Manufacturer narrative:
This initial report was identified as a late submission during a two year retrospective review of complaints and MDR¿s following receipt of an untitled letter issued by the FDA. (B)(4). Date is not available. The device/components were not made available for evaluation.

Event description:
The customer reported this unit and 2 other units were put on a patient and they all seemed to lose power and stop running. The customer detailed, they put one on then tried another and another etc. There was no patient harm and the units did alarm correctly. Customer requested field service.